Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-05-02, device return date is unavailable, the sample analysis assigned date from investigation has been used in its place. Material #: 368499 lot/batch #: 2311409 bd received seventy-nine (79) samples and [one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photo provided by the customer. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: underfilled tubes.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: underfilled tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.